Manufacturer narrative:
Device eval summary: device eval of battery (B)(6) has been completed. The reported problem (battery unable to hold charge) has been confirmed. The cause of the battery not fully charging was a broken black wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a sever shock from dropping the pack. No adverse event resulted from the defective battery. The pt received a replacement battery pack.

Event description:
A (B)(6) female pt contacted zoll customer support to report that one of her batteries is not holding a charge. She reported that she was properly charging the battery but it is unable to power on the monitor. The pt was provided with a replacement battery pack.